Event description:
During a partial liver resection on the robot, one of the robotic instruments was noted to be missing/broken. The instrument was attempted to be removed but could not be pulled out of the trocar. An emergency release key was used to assist in removing the instrument. No patient injury happened during this incident. The instrument was examined, and a piece of dark plastic was noted to be missing from this instrument. Surgeon and the team examined the area inside the patient and no foreign body was noted. Surgeon stated he will be doing a full sweep of the patient's abdomen to verify no foreign body from this instrument. Dvi stat was called to verify if the piece could be detected by x-ray, but this plastic piece is not detectable.